Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures alarm noted during testing or listed in pump history. The test guardian link with the glucose sensor simulator communicates properly to the pump noted. The calibration now alert beeps and vibrates properly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was unconscious.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound or vibrating when alarming. They did not hear beeps when the audio volume settings were saved. The device did not pass troubleshooting. The customer also reported having a low blood glucose level of 70 mg/dl and had to be waken up by their daughter. The customer was treated with glucagon. The customer's blood glucose at the time of the call was 195 mg/dl. Troubleshooting was declined by the customer for the low levels. It is unknown whether auto mode was used at the time of the incident. The device will be returned for analysis.